Event description:
The patient¿s battery went out. The patient was told the battery life was 10 years. The device was removed in (B)(6) 2013, ¿everything was out¿. The device was never given back to the patient. It was also stated that the patient had given the device another chance. Right now the patient has so much trouble with her back. Additional information has been requested.

Event description:
It was additionally reported that the device did not work right. It was clarified that the patient has had so much trouble with her back since the device was put in.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).